Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
"It was reported that patient underwent hardware removal due to pain. During the removal, it was noted that the tissue turned blue around the screw. Pathology said the dusty grey artifact was reactive periostitis. There was no impact on the patient."